Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument did not move automatically with no command. Instrument did not move in the opposite direction. Instrument did move. There was no delay. Instrument scaled with surgeon's control movement. Jaws did not open or close by itself. During instrument change, the assistant mistakenly undocked while the instrument was still attached. As a result, the instrument gradually fell downwards. No issue with instrument after removal. The probable root cause of the customer-reported issue was attributed to the instrument arm being accidentally undocked while the instrument was still attached, causing a downward falling movement of the instrument, per the customer follow-up information.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that during the removal of monopolar curved scissors (mcs) from arm 3, they mistakenly removed it together with the cannula, causing the mcs to move unintentionally. The tse explained that the removal method used was incorrect, and depending on the instrument's position, there is a possibility that the instrument disks may rotate during removal, making it appear as if the mcs moved. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.